Event description:
Patient reported that the ipg battery appeared to be depleting fast. The patient received another charger, but continued to have problems maintaining a charge on the ipg. Patient reportedly indicated that he needs to charge every two hours. On november 19, 2004, the ab representative met with the physician and was informed that the ipg would be explanted.